Event description:
The company received a report where it was claimed that a tear was discovered on the cuff during pt use. Replacement of the tube was required. The tube was replaced without incident.